Manufacturer narrative:
Investigation details: the visual inspection shows that the tension spring assembly still loaded inside the deployment tube and plunger was depressed. It was also observed that, the tension spring assembly has been pushed forward by plunger. The failure that the seal would not deploy is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, 2 heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.